Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-may-2017, an fse visited the customer to address the reported event. During servicing, fse did not observe any tip errors or dropped cups after inspection. Fse noted that many of the sorter adjustments were out and performed adjustments. The macro was ran which did not produce any errors. The daily check passed and the customer ran quality control (qc) with acceptable results. The customer was able to run patient samples without any errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event misaligned sorter adjustments.

Event description:
On (B)(6) 2017, a customer reported error 2060 (tip attach) on their a1a-2000 analyzer. The customer reported that when the error occured, it aborted the run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting follicle-stimulating hormone (fsh) and betahcg (pregnancy hormone) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.